Event description:
A male patient with an 8 cm segment of barrett's esophagus containing low-grade dysplasia was treated with circumferential ablation in the (B)(6) registry. Patient reported difficulty swallowing and underwent 3 dilation procedures resulting in resolution of symptoms. The physician considered the event severity as moderate, probably related to ablation, and not related to any device malfunction.